Manufacturer narrative:
The insulin pump had intermittent button response and alarmed for a button error due to corroded keypad traces. The insulin pump had a stripped battery cap coin slot, cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window and a missing end cap sticker. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's parent reported via telephone call that the insulin pump alarmed for a button error while changing out the reservoir and that the alarm could not be cleared. The blood glucose reading was 256 mg/dl. The parent reported that the insulin pump had been exposed to humidity. The parent was advised that the insulin pump would be replaced and agreed to return the product for analysis. The parent was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.